Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Premature sled movement. The analysis results found that one pse60a device was returned with the anvil bent upwards. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, an ecr60b partially fired (B)(6) was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open when the knife was not in the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The device fired and opened as intended. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that the device was used during an abdomino-peritoneal resection. The first four firings of the device worked as intended. On the 5th firing, blue reload, the battery stopped working during the firing sequence. They pulled a 2nd device to use that battery in the 1st device but it would not fire. The knife reverse button could not be used due to the battery condition. The manual override lever was used, however, the lever was barely moving, no full motion, and not opening the device. The surgeon was adjusting the handle/trigger when the jaws came open and the device was removed from the tissue. The patient had very thin tissue due to chemo therapy. The surgeon felt the staple line was not holding as strong as usual due to the condition of the tissue. He converted to an open procedure for this reason and not the device issue.